Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11535 and 2134265-2017-11536. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system and 27mm watchman ® laa closure device & delivery system were used. The access system was never at the distal portion of the laa. The closure device was attempted to be deployed, but it would not come out of the delivery system. It was then removed from the patient and a sweep was performed which confirmed no pericardial effusion was present. Another closure device was deployed and as they were discussing the release criteria, a pericardial effusion was noticed. They performed a pericardiocentesis and removed 550cc of blood from the patient. The physician then fully recaptured the closure device and the effusion started to grow a little. They used another 27mm watchman ® laa closure device & delivery system. The closure device was successfully implanted. After that, they removed another 500cc of blood from the patient. Protamine was administered and the patient was stable the entire procedure. The patient was discharged the following day.